Event description:
It was reported that during a device interrogation post implant there was increased right ventricular (rv) lead thresholds and decreased sensing observed. The lead was reported to have dislodged and it was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).